Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited oversensing. There was no pacing inhibition reported. Subsequently, this patient underwent a revision procedure and this system was removed from service. The right ventricular (rv) lead was surgically capped and abandoned. No adverse patient effects were reported.